Manufacturer narrative:
H11:h6: device code updated h10: it is unknown if the device was in use on a patient; no harm was reported. The ventilator was evaluated, and the issue could not be reproduced. The error log did not show any errors. Performance verification testing was performed, and all tests passed. The ventilator was deemed ready for use.

Event description:
The customer reported that immediately upon powering on the ventilator, it alarmed check vent primary alarm failed. The customer immediately took the ventilator out of service and wanted to know if that was the correction action and the ventilator was there as a rental. Patient involvement is currently unknown. The customer spoke with a remote service engineer (rse) who advised the customer that removing the ventilator from service was the correct action and the error means there is a speaker failure for the motor controller board.